Event description:
Event description: the coating of the wire peeled off during the case. When they pulled out the wire, they noticed the coating was off. The coating ripped off right at the end of the case, they just took it out and ended the case. Additional information in the complaint details report under the notes/comments section: "patient's ureter was torn, but rep confirmed it was not due to the device malfunction."

Manufacturer narrative:
Summary of findings: a review of the device history record of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake reg med and was determined to be acceptable. The complaint narrative describes the event as, "the coating of the wire peeled off during the case. When they pulled out the wire, they noticed the coating was off. The coating ripped off right at the end of the case, they just took it out and ended the case." The report of damage is confirmed. As noted above, the specimen presents indications of skive damage to the polymer jacket material in a proximal to distal orientation beginning 20.40cm from the distal tip, exposing 3.30cm of the metallic core wire. The majority of the skived material is prolapsed over itself distally resulting in the material being double thickness from 15.1 to 17.1cm from the distal tip; the missing 1.20cm of material is documented in the supporting documentation to have been "pulled off the wire by hand." Additionally, the supplemental communication as received stated, "patient's ureter was torn, but rep confirmed it was not due to the device malfunction." After requesting additional information related to the cause of the report of torn ureter, the following feedback was provided on 6/1/2015 related to the torn ureter: "his scope was not working so he was passing the wire without visualization." Based on the evidence presented by the sample and the information provided by the supporting documentation, it appears that clinical and/or procedural factors may have impacted on the event as reported.